Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) has been confirmed. As received, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board (components u102 and u105). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
While fitting a (B)(4) old female pt, a pt service representative (psr) contacted zoll customer support to report the monitor would not power on. The pt was issued a replacement monitor. D